Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ two complete drawers failed ¿ case: (B)(4) ¿ drawer not detected on bus, error still present after rebooting 3 times a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was saying failed to close when it was closed and then the entire drawer failed afterwards and became unrecoverable after reboots. A field service engineer removed all pockets and rows, cleaned up aluminum shards throughout the drawer, reconnected boards, and re-inserted pockets. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 on the main pyxis station showed a 'failed to close' error despite being physically closed. The entire drawer later failed and became unrecoverable after reboots, displaying 'not detected on bus' for all cubies. Medications could not be removed until the drawer was fixed, though alternate stations and drawers had the required meds available. There were no adverse events or injuries reported based on this incident.